Event description:
It was reported during procedure, the guidewire separated at the distal tip while being torque. The separated portion was successfully retrieved. No pt injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow up report will be submitted when the eval is completed.